Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer cribriform occluder was selected for implant using an 8f amplatzer trevisio delivery system. During implant, after the first attempt at positioning the device, the left disc deformed with a bulging and bulbous shape. Therefore, it was recaptured and removed. There were no interactions with cardiac structures during deployment. The occluder was never released from the delivery cable while inside the patient and no angulation/kink was observed with the delivery system. A new 25mm amplatzer cribriform occluder was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.